Manufacturer narrative:
There was no patient involvement. It is unknown when device became twisted. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an audit on an unknown date, while inspecting the variable angle locking hand set, it was found out that the tip of the stardrive screwdriver shaft had been twisted or torqued thus making it unusable. There was no procedure and patient involvement. This report is for a stardrive screwdriver shaft/t4 50mm/self-retaining/hxc. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional information provided. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.130.010; synthes lot: h410229; release to warehouse date: november 15, 2017; manufacturing site: synthes monument; no nonconformance reporters (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The instrument was received with the reported condition of ¿visual stripped/worn/twisted/cross threaded: rm¿ the following investigation flow were performed: damage: visual (appearance not as expected) visual inspection performed at customer quality (cq) observed the tip was slightly twisted. No new issues were identified. The given complaint condition agrees with the returned device condition and therefore the complaint was confirmed. Dimensional inspection: diameter of distal tip: ø 1.41 +/- 0.01 mm measured dimensions: distal tip ø: 1.40 mm; conforming device used: calipers ca215p a device history review was performed for the returned instrument¿s lot number and no material review reports (mrrs), nonconformances (ncs) or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A review of the current design drawing and the drawing revision at the time of manufacture was performed and no issues were identified. A definitive root cause could not be determined based on the provided information. However, the failure mode is typically associated with the application of excessive force in the direction of screw insertion. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.